Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having issues with their stimulator (not helping with symptoms). They went to the doctor's office twice. The first time the office 'turned it back on for me' and a month later the patient changed the program. They stated two weeks ago at the doctors office they 'checked everything and the remote to the new battery was not working'. The patient stated the handset displayed it was 'unable to connect.' They stated they sometimes were able to change programs, but it displayed stimulating has been turned off. It was reviewed the stimulator was designed to turn off when changing programs. Agent did not ask about the circumstances that led to the reported issue. On the call, they changed from program 4 to program 1. They increased and felt comfortable stimulation at 0.2 volts. They planned to monitor symptoms and adjust as needed. External equipment working as intended. No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported that they were having issues with the handset. They went to the healthcare provider the week of the report and the healthcare provider was not able to resolve the issue with the handset. They were seeing a warning sign on the handset. Mobility was able to resolve the warning sign and the external device was working as intended during the call. The patient also stated the ins turned itself off. They also noted they had called in before and what was done during that call resolved the issue they called about.